Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. The wireless software update was performed clearing the eri message and verified the message went away. The issue was resolved.